Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The enclosure and tank cover were cracked. The lcd screen was visible. There was also wear and tear damage on the line cord. The pc board and power switch were outdated. The reported leak was confirmed. The leak was coming from a crack near the drain tube. The crack was caused by customer. A user interface issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking water. The front panel was not visible. No patient injury or complications were reported in relation to this event.